Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. D4: batch # u5c690. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, and with one gst60b reload present. The reload was received fully fired. In addition a spring firing trigger was received inside of a plastic bag. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. And was confirmed the spring firing trigger was not at intended position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached as to how the spring firing trigger became out of position.

Manufacturer narrative:
(B)(4). Batch #: u5c690. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please explain per event description device "misfired"? The device never fired. It was closed entered into trocar then could not get jaws to open. It was then removed and another device was used to finish case. Did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? N/a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during a gastric bypass procedure that when the surgeon went to fire stapler and it miss fired and jammed. Procedure was completed successfully. There were no adverse consequences for the patient.